Event description:
It was reported the al326 was used during a laparoscopic cholecystectomy. It was reported the tip of the device off into the patient. The tip was retrieved. There was no consequence to the patient.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added addition info. H6; jaw crimp "weak". The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians ae listed below: visual inspections & results: clip in jaw, no; condition of handle halves, good; crimp location, poor; jaw condition, missing upper; jaw position, n/a; number of clips, empty; and shaft condition, good. Functional tests & results: could the instrument be cycled. N/a; and number of clips fired, n/a. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned missing the top jaw and with a weak jaw crimp. No testing could be performed due to the condition of the instrument returned. It was concluded that the jaw crimp was assembled improperly.